Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, st elevation and thrombosis occurred. The procedure treated the 90% stenosed target lesion located in the bifurcated ostium of the second right posterior descending artery (pda) and posterior lateral ventricular (plv). Of note, the patient had "twin" pdas. A 2.0x6.0mm cutting balloon was used to treat the bifurcation and ostium of the pda artery. The lesion extending into the plv artery was then stented with a 3.0x12mm ion stent resulting in 0% residual stenosis and the wire in the pda was purposefully jailed. Flow remained in the jailed branch, so everything was removed. Five days later the patient presented emergently with chest pain. EKG in the emergency room showed st elevation in inferior leads along with reciprocal changes and the patient was brought back to the cath lab. There was a total occlusion of the ostium of the second pda. The previously stented area is widely patent with timi 3 flow. Using the right femoral approach, a non bsc guide wire was used to cross the right coronary artery which was open, but the 2nd pda was absent. A choice pt2 moderate support guide wire was then used to cross into the pda and a 2.0x12mm balloon was used for inflation. Then, a 3.0x12mm nc balloon was used in a kissing balloon technique in the widely patent previously stented area and in the ostium of the 2nd pda which had a 100% occlusion resulting in 30% residual stenosis. The patient was then pain free. No further patient complications occurred and the patient status is stable.